Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient was having more bladder infections, noting they had one a couple of months prior to the report and one a couple of weeks prior to the report. They also noted that, since they lost their patient programmer (pp), they couldn't adjust the stimulation and thought that was causing them to have more bladder infections.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.